Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked case at display window corners, broken reservoir tube lip, minor scratched and cracked display window.